Event description:
End user states she has been using our pn for years and has never received an unseal box, with no paper inside and with missing pn. States she went back to her pharmacy and was told they do come without a seal at times and turned away. Pn replaced and returned.

Manufacturer narrative:
Product was not sent back to our facility; however, product pick up was refused by the customer. It is believed that this problem resulted from damage to the package during shipping. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
There were no abnormalities as a result of the visual test for the stored 683809p house sample.

Event description:
End user states she has been using our pn for years and has never received a unseal box with no paper inside and with missing pn. States she went back to her pharmacy and was told they do come without a seal at times and turned away. Pn replaced and returned.